Event description:
Insulin pump faulty casing. The case on my insulin pump medtronic 780g has cracked for the third time in a year and there doesn't seem to be anything happening to rectify this from continuing on happening. The internet is full of people which this is regularly happening to something needs to be done because this is a life keeping device and if I am out camping and swim with it and find that it has broken due to this malfunction it would be a serious health risk causing hospitalization and possible heavier ramifications.